Event description:
Listed below is a summary of the event reported by a rep from a hospital, to the FDA in 2008. During a radiesse vocal cord injection, the rigid vocal injection needle tip broke and could not be recovered. A bronchoscopy and neck and chest x-rays were conducted without recovery of the needle tip. The patient has not experienced discomfort or pain.

Manufacturer narrative:
During a follow-up with the hospital, it was reported that the patient has not reported any discomfort of issues with the displacement of the needle tip. The device was returned to bioform medical, inc. For evaluation. The needle cannula had been bent in a c-shaped arc and the tip was not recovered. Visual inspection of the cannula revealed dried radiesse in the needle hub and cannula tip. The breakage had occurred at the weld juncture. Review of the device history records indicates that the reported lot 1005588, met all specifications. Upon review of the FDA medical device report decision tree at bioform medical inc., a decision was made to report this event based on the chance of causing injury if the event were to recur.